Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work and was out of order. Per service report, this complaint can be confirmed. It was observed during evaluation that the cable sheath was cut, and the motor was corroded. Further, the keyboard wires were found to be too short. The cable, motor, and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device, and contact with the motor is responsible for the corroded motor. User mishandling and/or lack of maintenance can be the most probable root causes of the other identified defects. The defective components would have caused the device not to function as intended by the customer. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number (B)(6). UDI: (B)(4).

Event description:
It was reported by the customer that before an unknown intervention the device didn¿t work. No consequence on the patient. There was a 5 minute delay on the procedure. A spare device was used in order to complete the procedure.